Event description:
During surgery, a piece of the device broke while tightening the locking nut. The broken piece was removed from the patient. The surgery was completed using another driver with no negative impact.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicated the device was manufactured to specification. Additional evaluation not yet completed.